Event description:
It was reported an unspecified transfer set ¿fell off¿. The patient re-attached it and completed dialysis that same evening. The event occurred during peritoneal dialysis therapy. The patient received one dose of unspecified antibiotics prophylactically. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.